Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information will be provided in a supplemental report.

Event description:
It was reported that there was an issue with challenger ti-p handle. It was reported that the cartridge fell into the thoracic cavity from the applier. The staff changed the cartridge and it fell out again. The cartridge was retrieved and the patient was safe. There was no patient harm. Additional information was not provided. The malfunction is filed under aag (B)(4). Associated medwatch-reports: 9610612-2019-00735 (400447472 pl522r), 9610612-2019-00737 (400447474 pl574t).

Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about an intraoperatively malfunction of a challenger applicator. According to the available information, there were no negative consequences for the patient. Batch history review the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause without the product, an exact cause cannot be determined at this moment. Based on the quality standard and the device history records, a material or production related error can be excluded. Therefore, the root cause of the error is most probably usage related. Rationale according to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. Corrective action a corrective action and preventive action is not necessary.

Event description:
Associated medwatch reports: 9610612-2019-00735 ((B)(4) pl522r); 9610612-2019-00737 ((B)(4) pl574t).